Event description:
A user facility reported to olympus that the olympus, model ch-s190-08-lb, camera head did not function and the device was returned to olympus for repair. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that an image was not present due to cable failure. This report is submitted due to no image present, found during inspection and testing of the returned device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image disappeared due to a faulty cable. In addition, the evaluation found a cable appearance defect due to physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the reported event (loss of image) occurred during preparation for use of a diagnostic procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable and charged-coupled device (ccd). The root cause of the faulty ccd and cable was unable to be identified. Olympus will continue to monitor field performance for this device.